Event description:
At the completion of surgery, the staff prepared to start the iceman cooling unit for cold therapy. However, when the unit was turned on, it began spraying cold water from the end of the hose. Staff turned the unit off and checked the connection to the cooling pad. No defects were visualized. The unit continued to spray cold water despite troubleshooting. Staff obtained a new unit and used it in conjunction with the cooling pad, which functioned properly. No patient harm resulted. However, staff were concerned that had they not tested the device prior to applying it, it could have saturated the fresh surgical site & dressing with cold unsterile water. Staff have expressed that they have had several problems similar to this with this device in the recent past.manufacturer response for iceman cooling unit, donjoy iceman.